Event description:
Patient implanted with epoca for a degenerative shoulder on an unknown date. Approximately 10 days postop, follow up visit x-rays showed the glenoid as loose. Reportedly, patient was doing push ups. During revision surgery on (B)(6) 2012, the glenoid, head and eccenter were removed without issue. While removing the stem, the set screw on the extractor broke and surgeon was unable to remove the stem. The stem remains implanted in the patient. All broken pieces were retrieved. Patient revised to a competitor's glenoid and synthes' eccenter and head. The explanted glenoid and head was discarded by the hospital. The stem remains implanted in the patient. The eccenter was returned for evaluation. This is report 1 of 5 this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the stem extractor shows only very minor signs of wear. It appears that the extractor functions as intended. The screw that fits into the extractor was not returned and based on the information in the complaint appears to be the part that failed. Since the broken screw was not returned for this complaint it is not possible to determine what the failure mechanism of the screw was. As a result it is concluded that this complaint is indeterminate. The manufacturing evaluation showed that the broken screw was not sent with the extractor and is missing. The broken set screw which is the referring part for the event description is missing; was not sent along with the extractor body. The extractor body shows marks for use but still meets fully to the specifications. Due to the missing broken screw this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 5 for complaint (B)(4).